Event description:
As reported by the edwards japanese affiliate, hemolytic anemia was reported. A transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra resilia valve was performed. The valve was deployed with 2ml more than nominal volume and post dilation was performed and mild pvl remained. The valve was landed in a 70:30 aortic/ventricular position as intended. On the other tavr procedure of 2025/5/13 (pod21), it was heard that this patient had experienced hemolytic anemia. The exact date of event was unknown. The physician thought that further expansion valve may be difficult. No intervention and/or treatment was performed at this stage. Investigation follow up was performed, no additional information was obtained. Additional information was obtained from the cs as below. The patient required hospitalization in may and november 2005 following tavi for management of hemolytic anemia. Multiple blood transfusions were administered during these admissions. Due to inadequate control of the condition, post-dilatation may be considered around (B)(6) 2026. Review of the echocardiographic images revealed residual paravalvular leak (pvl) originating from the lcc direction, specifically at the annulus near the 2 o'clock position adjacent to the area of bulky calcification. A central leak was also noted. No further details, including the severity of pvl and the image, were available.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that factors indicated above caused or contributed to the pvl with subsequent hemolysis/hemolytic anemia. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards japanese affiliate, hemolytic anemia was reported. A transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra resilia valve was performed. The valve was deployed with 2ml more than nominal volume and post dilation was performed and mild pvl remained. The valve was landed in a 70:30 aortic/ventricular position as intended. On the other tavr procedure of (B)(6) 2025, (pod21), it was heard that this patient had experienced hemolytic anemia. The exact date of event was unknown. The physician thought that further expansion valve may be difficult. No intervention and/or treatment was performed at this stage. Investigation follow up was performed; no additional information was obtained. Additional information was obtained from the cs as below. The patient required hospitalization in may and november 2005 following tavi for management of hemolytic anemia. Multiple blood transfusions were administered during these admissions. Due to inadequate control of the condition, post-dilatation may be considered around (B)(6) 2026. Review of the echocardiographic images revealed residual paravalvular leak (pvl) originating from the lcc direction, specifically at the annulus near the 2 o'clock position adjacent to the area of bulky calcification. A central leak was also noted. No further details, including the severity of pvl and the image, were available. Upon follow up, the patient underwent a post-dilation was performed on (B)(6) 2026. Per the medical opinion, moderate pvl was observed just before post-dilation and after that, pvl had decreased to mild. The center leak had increased slightly but was still within the mild category.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections b5, g6, h2, h6: impact code.